Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe. ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell and orientation dot assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture discovered via mammogram/ultrasound and exchange of textured device due to patient's concern with product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported right side rupture discovered via mammogram/ultrasound and exchange of textured device due to patient's concern with product. Device remains implanted.